Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified as the root cause during the device evaluation: due to damage on ultrasonic probe and peeling of the acoustic lens the displayed ultrasound image was defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofiberscope had no image. The issue occurred during a diagnostic procedure. There was a under 30 minute delay, however, there were no reports of patient harm.